Event description:
A (B)(6) year old female pt contacted zoll customer support to report that her charger/modem was not charging her batteries. A zoll pt service representative (psr) was dispatched to assist the pt. While with the pt, the psr notified customer support that the pt was also receiving a service code 204. The pt was issued a replacement charger/modem and electrode belt.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the charger was unable to charge a battery. The inability to charge was isolated to an internally shorted q1 (current controlling transistor) on the bedside board. The root cause of the shorted q1 was unable to be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open black (3.3v), yellow (pgnd), brown (-5v) and pulse wires in the trunk cable connector. The connector showed signs of physical abuse. The root cause for the open wires was likely excessive force. No adverse event resulted from the defective belt of charger/modem. The pt received a replacement electrode belt and charger/modem. Device manufacture date: sn (B)(4): 04/01/2012.